Event description:
It was reported that during a procedure of the eccentric, heavily calcified, moderately tortuous, 90% stenosed, de novo mid right coronary artery (rca) with a lesion length of 20 mm and vessel diameter of 3.75 mm the nc trek balloon dilatation catheter (bdc) was used for post-dilatation of the deployed stent, however, during the first inflation attempt at 12 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A non-abbott bdc was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: heartrail 6fr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.